Event description:
The customer reported that there was an alarm box malfunction. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that there was an alarm box malfunction. No patient harm was reported. The limited available info is not enough to support that there was any malfunction. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.